Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged an intermittent power issue with moisture in the battery compartment. The reporter denied damage to the battery cap and battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: a review of the black box showed intermittent power had occurred with a call service 128, and 078 alarm. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. A leak was found in the audio bolus button with moisture on the audio bolus button contact, infrared board, and near the motor flex connector. The pump was run for 12 hours and no call service alarm were duplicated. The alleged intermittent power issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.